Event description:
It was reported that the ventilator was not releasing after delivering a breath. The breath is delivered, and it will not release. This causes the device to go above the pressure relief. The event happened during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable root cause is the o-ring internal to the input manifold, or impact damages to the timing valve cap. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.